Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide mentioned is being filed under a separate manufacturer report number. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery (rcfa) was attempted using the perclose proglide device after a carotid stent procedure. Reportedly, during knot advancement, the knot would not move and appeared to have become locked. The guide wire was re-inserted, the suture cut and was removed. Another proglide was used with the same results. A third proglide was successfully used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Six unused sterile proglide devices with the same lot number, 10916j1, as the complaint device were returned for evaluation. The devices were inspected and all knots were found within manufacturing specifications. No product deficiency with the suture or knot was detected. A cause for the complaint device reported knot lock could not be determined based on the investigation findings from the tested sample.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in determining a cause for the reported knot lock. Difficulty in advancing the knot can be influenced by, but is not limited to; manufacturing, patient anatomical conditions and/or user technique. During manufacturing, the proglide devices are visually inspected and functionally tested. Reportedly, the patient was described as large, but not excessively so. There was no report of any association of any patient conditions with knot advancement difficulty. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the difficulty in advancing the knot could not be determined; however, the patients size may have been a contributing factor. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to any indication of a product quality deficiency.